Manufacturer narrative:
Investigation summary: five photos of loose 5ml syringes were received and visually evaluated. In two photos an insecure stopper was observed. One photo showed an opened blister back from batch #8242797 (p/n 309646). Two photos display multiple dark red foreign matter particles on the barrel and flange of the syringe. They appear to be embedded with at least one larger than level three in size, which is considered rejectable per product specification. A physical sample is needed to determine what the foreign matter is composed of. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the insecure stopper defect is associated with the assembly process. The potential root cause for the foreign matter defect cannot be determined based on photos provided, it is difficult to determine if the defect was created at the molding or assembly process without having the actual samples to evaluate other aspects of the product that could lead to a better understanding of the product defect found and the source of the problem. No corrective actions are necessary based on the defective rate identified. Batch 8242797 is considered in compliance with our product specification requirements.

Event description:
It was reported that before use of the bd luer-lok¿ syringe sterile, single use on one syringe the stopper separated from the plunger rod. Particles were discovered inside the barrel of another syringe.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242797. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-30. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe sterile, single use on one syringe the stopper separated from the plunger rod. Particles were discovered inside the barrel of another syringe.